Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaints withdraw difficulty and valve dislodged off balloon during withdrawal were confirmed based on evaluation of provided imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, thv not seated on flex tip) likely contributed to the reported withdrawal difficulties, while available information suggests that procedural factors (device manipulation) likely contributed to the reported to the thv dislodge. In this case, the valve was positioned over the distal balloon shoulder, where the flex tip could potentially no longer be seated over the valve. Additionally, mild tortuosity could be observed at the bifurcation level. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. If the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal, especially if compounded with vessel tortuosity. If additional device manipulation was applied to overcome the encountered withdrawal difficulties, it may further dislodge the valve off the balloon, as reported. The complaint for valve moves on balloon working length during positioning was confirmed per evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''when the delivery system with the valve was trying to cross the native annulus, the valve slipped off the balloon and jump into the annulus, probably due to the annulus calcification''. In this case, the provided imagery indicated the commander delivery system with crimped valve positioned across the native aortic annulus, the valve was positioned over the distal balloon shoulder, and misaligned with the radiopaque markers. Provided information indicates that there was severe calcification in the native leaflets, which may cause constrained sections of the anatomy that interferes with the passage and positioning of the valve. It is possible that device manipulation (pull force) was applied to correctly position the valve in the annulus, forcing the interaction between the thv and the calcified native leaflets and thus, displacing the thv over the distal balloon shoulder, as reported. As such, available information suggests that patient factors (calcification) and procedural factors (device manipulation) may have caused or contributed to the reported event. However, a definitive root cause cannot be determined at this time. As no device or labeling problem was identified during the evaluation, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04744.

Event description:
Edwards received notification from our affiliate in poland. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by right transfemoral approach. The patient presented a tricuspid valve with large calcifications of the leaflets. When the delivery system with the valve was crossing the native annulus, the valve slid off the balloon and jump into the annulus, probably due to the annular calcification. The valve was withdrawn with the delivery system into the abdominal aorta and it was attempted to re-insert it in the esheath+ to remove it but it was not possible. After several attempts, the valve completely slipped off the balloon so, it was decided to remove the delivery system, leaving the valve dislodged, and an 18f balloon was passed through it in an attempt to retract the valve into the esheath+, which had been torn during implantation. As the valve could not be removed, the esheath+ was removed and a non-edwards 18f sheath was inserted. Another attempt to retrieve the valve was done but it was unsuccessful. The 18f balloon was exchanged for a high-pressure 6f balloon, and the valve would be pulled together with the sheath down to the iliac artery. In this location, the valve would then be surgically removed. A whole new system was prepared and the second valve was successfully deployed. A hematoma was observed, but no actions were taken, and the patient was noted to be stable. The day after procedure the patient felt unwell and a bleeding was discovered from an aortic root rupture. An open chest surgery was performed to treat the rupture and it was performed a surgical aortic valve replacement. The patient was noted to be in stable conditions after the procedure. However, the patient passed away two days after the procedure.